Event description:
It was reported that the ilet insulin pump¿s housing delaminated and separated into two pieces while the pump remained functional, and the user reported use with a dexcom g7. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included device replacement logistics and collection of the affected unit for return. Investigation of this case revealed a physical integrity failure of the pump enclosure consistent with screen or housing delamination. It was concluded that the event involved a device component failure of the external housing with continued device function, and a replacement device was provided.